Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, customer went to the emergency room (ER) due to a blood glucose (bg) level of 610 mg/dl. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged from the ER the following day with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump but ultimately reverted to an alternate method of insulin therapy.